Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:device photograph(s) for the device related to the reported event of deflation was reviewed on may 26 2020. The photograph(s) received of the device is unable to undergo visual analysis due to the quality of the photo or the view of the device in which the photo was taken. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to (B)(4): covid-19 quality plan - complaint handling. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.